Manufacturer narrative:
An event of paravalvular leak and device migration was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that there were no intra-procedural difficulties, the implant depth at deployment was 3mm, the final implant depth was 1mm, there was sufficient calcium to allow anchoring of the device, there were no deployment or retraction difficulties, the valve appears to be correctly sized based on provided dimensions. Additionally, it was noted that the migration was partly due to post dilatation, constrained bicuspid valve appearance, and oversizing of the prosthesis due to predilatation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This event was reviewed by a senior design/product development engineer. The reviewer stated, "img_7377: shows a deployed edwards sapien valve implanted in the aortic annulus and a deployed navitor valve positioned in the ascending aorta. A guidewire is shown through both valves with the curvature in the left ventricle. A pigtail catheter is positioned in one of the aortic cusps to help identify the annulus. Unable to determine the sequence of events that led to this configuration based on the single image. Only able to confirm that the position of the navitor valve was supra-annular. Per IFU pre-implant precautions, safety and efficacy of navitor have not been evaluated in severely angulated aorta or congenital bicuspid valve or any other configuration other than tricuspid. Annulus diameter and perimeter within recommended ranges for 29 mm navitor. Final implant depth of 1 mm is considered high as recommended implant depth is 3 mm. With a high implant, post-dilation may cause migration, but no way to determine this by the image provided and the sequence of events is not clear." Based on all available information, the reported device migration appears to be related to procedural conditions (pre- and post- dilatation, challenging valve anatomy, sizing choice). The reported paravalvular leak appears to be a cascading event of the device migration. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant implanted, using a large flexnav delivery system. The patient was observed to have a horizontal aorta. The annulus diameter was measured as 26mm and perimeter as 82mm. The valve was deployed without issue with starting implant depth of 3mm and final implant depth of 1mm. 10 minutes after deployment, the valve jumped above the aortic annulus. In the physician¿s opinion, there was sufficient calcium to allow anchoring of the device. A post-dilatation was performed due to perivalvular leak. A non-abbott 26mm valve was successfully implanted. This reportedly caused more procedure time, more anesthesia time, and more contrast injected. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be doing good.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.